Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. A similar complaint has been reported to us on this batch by the same end cutomer. Investigation: despide our requests, the device nor x-rays films were returned for analysis. Conclusion: as the device is incomplete, it is impossible for us to conclude about the cause of the disconnection 1.5 months after the implantation. This type of incident is a kwown potential adverse event of the implantation of access ports. This is a rare incident. No corrective action is envisaged.

Event description:
Catheter disconnection.